Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99174. Supplemental rationale corrected data: b5, h6, h11. 23 previously reported events were included in this follow-up record. Product return status 22 devices were received. 1 device was not available for evaluation. Evaluation findings (results/components) 22 devices: wear problem / bearings 1 device: no findings available / part/component/sub-assembly term not applicable product disposition 22 devices: scrapped by stryker 1 device: product not received.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 23 events were reported for this quarter. Product return status: 22 devices were received. 1 device investigation type has not yet been determined. Additional information: 23 devices were not reprocessed or reused.

Event description:
This report summarizes 23 events for the failure: detachment of device or device component. 22 events had problem identified during non-clinical procedure; there was no patient involvement. 1 event had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99174. Supplemental rationale, corrected data: b5, h6, h11. 23 previously reported events were included in this follow-up record. Product return status. 21 devices were received. 1 device was not available for evaluation. 1 device investigation type has not yet been determined. Evaluation findings (results/components). 21 devices: wear problem / bearings. 1 device: no findings available / part/component/sub-assembly term not applicable. 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition. 21 devices: scrapped by stryker. 1 device: product not received. 1 device: product disposition is not yet determined.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 23 events for the failure: detachment of device or device component. - 22 events had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had problem identified before clinical use/exposure; there was no patient involvement.